Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 2 seconds, the balloon ruptured and pinhole was noted about 5cm from the tip of the balloon material. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition.